Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed via x-ray. Electrical parameters were normal. The patient will continue to be monitored. Patient was fine.